Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was randomly restarting when closing the drawer. A field service engineer (fse) found the network cable was damaged and replaced it. Then removed the back cover and replaced the 6 drawer pyxibus cable, replaced the silicone keyboard that was unreadable. Also replaced the battery. Then tested the power supply and battery and it passed hardware test application tests. Then opened all the drawers and replaced bumpers on any missing half height drawers. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a device randomly restarts when closing drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.